Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. The jaws of the device did not close when the handle was ratcheted. The device was disassembled and it was found that the spring guide inside the handle was assembled upside down. This allows the spring guide to come loose form the other latch parts, disconnecting the lever from the jaws. All parts were present inside the body. Manufacturing personnel were retrained on proper assembly of the spring guide. The returned sample was manufactured before the corrective action.

Event description:
The customer reported that during a bowel resection, the handpiece was closed on tissue and would no longer open. The device was cut from tissue with no ill effect to the tissue or the patient. Another device was used to complete the procedure without incident.